Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The complaint received states that after implantation the enterprise vrd and delivery (enf452212 / unk) migrated into the aneurysm sac and during the attempt to remove the stent, the aneurysm sac ruptured causing a subarachnoid hemorrhage. An enterprise stent was placed across the neck of an acomm aneurysm without any problems. When a stryker sl-10 micro catheter was being introduced through the struts of the enterprise stent into the acomm aneurysm. The stent prolapsed into to aneurysm. In trying to retrieve the stent with a 2mm snare, the aneurysm ruptured resulting in a sah. The patient status is unknown at this time.

Manufacturer narrative:
The complaint received states that after implantation the enterprise vrd and delivery (enf452212 / unk) migrated into the aneurysm sac and during the attempt to remove the stent, the aneurysm sac ruptured causing a subarachnoid hemorrhage. This is (B)(6) female with medical history including right aca a2/a3 aneurysms, hypertensive disorder, hyperlipidemia, coronary artery disease, chronic obstructive lung disease, hypothyroidism. An enterprise stent was placed across the neck of an acomm aneurysm without any problems. When a stryker sl-10 micro catheter was being introduced through the struts of the enterprise stent into the acomm aneurysm. The stent prolapsed into to aneurysm. In trying to retrieve the stent with a 2mm snare, the aneurysm ruptured resulting in a sah (subarachnoid hemorrhage). Additional information received reveals: the target lesion was right aca 2.5mm, aneurysm size: 23 mm, aneurysm neck size: 5 mm. The enterprise stent fully expanded after deployment. Enterprise stent (4.5 x 22 mm) prolapsed into artery after attempt to pass prowler 10 microcatheter over agility 14 microwire across the stent. Following stent retrieval with 2 mm snare, arterial injury was identified. The prowler select was not in the patient at the time of the vent. The aneurysm and right aca were closed with coils. Head CT was done and evd was placed. Patient sustained right aca stroke form the procedure. She developed cerebral vasospasm and developed a left aca stroke at day 8 of hospital admission. The patient eventually underwent tracheostomy and peg and is in a rehab hospital. The product is unavailable for analysis. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Migration and cerebral vascular accidents are known potential adverse events associated with stent implantation procedures and are listed in the IFU as such. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the limited information suggests that vessel, lesion and procedural issues may have contributed to the reported events.